Event description:
It was reported that the patient was experiencing an electric shock sporadic feeling to the feet and toes primarily on the left side. It was noted that the pain was so severe that the patient was unable to sleep for more than three hours and also experienced pain regardless of posture or program. The patient was hospitalized and was prescribed pain medication. Additional information was received that the patient was experiencing tingling sensation but no pain. It was stated that tingling was due to inflammation and was not nerve related.

Event description:
It was reported that the patient was experiencing an electric shock sporadic feeling to the feet and toes primarily on the left side. It was noted that the pain was so severe that the patient was unable to sleep for more than three hours and also experienced pain regardless of posture or program. The patient was hospitalized and was prescribed pain medication.